Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-jul-2023 h6: investigation summary one mz1000-br sample was received without packaging for investigation; however, the customer indicated the complaint sample was from lot 21105106. The feedback provided by the customer suggests leakage was detected at the maxzero female luer adaptor (fla) in connection with a 10ml bd syringe. The customer also confirmed no visible defects were detected on the device. As part of the feedback the customer provided a photograph and video of their experience. From the photograph, video and a visual inspection of the returned sample it is not possible to identify any obvious damage or manufacturing defects which could have caused or contributed to the reported leakage. Functional testing was performed by connecting the device to a 50ml bd plastipak syringe and attempting to flush with fluid; no flow issues or leakages were detected throughout testing. The sample was then subjected to pressure testing; again no leakage was detected from the maxzero device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21105106 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customers experience.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector experienced leakage. This is 1 of 2 related events. The following information was provided by the initial reporter: in an on-site investigation, it was found that the product leaks solutions during bolus administration in connection with a 10ml bd syringe. Observed in several situations that there is blood backflow and leakage of solutions between the valved connector and the polyfix, the product is not complying with its projection, it presented constant and wetting the patients. Endangering the treatment of patients due to medication loss.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter phone #: (B)(6).

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector experienced leakage. This is 1 of 2 related events. The following information was provided by the initial reporter: in an on-site investigation, it was found that the product leaks solutions during bolus administration in connection with a 10ml bd syringe. Observed in several situations that there is blood backflow and leakage of solutions between the valved connector and the polyfix, the product is not complying with its projection, it presented constant and wetting the patients. Endangering the treatment of patients due to medication loss.